Manufacturer narrative:
Submit date: 3/24/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with surgical gauze. The customer states they received 7 gauze in the pack instead of 10.

Manufacturer narrative:
An investigation of the reported condition was performed by the manufacturing facility. A device history record review could not be completed because there is no lot number provided by the customer. There were no samples or photographs provided for evaluation. Based on the investigation and analysis, the most possible root cause would be the worker missed culling the scrapped product from the weighing machine. As a continuous improvement, the supplier has updated their weighting system from one time to two times and also updated the related standard operating procedures (sop) to clearly specify the inspection process and disposition method during the weighting process. Operators have been retrained to increase the inspections; specifically to the weighting process to heighten awareness of the potential for a miscount that may occur during this process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.